Event description:
Micromix compounder transfer set with this lot # h00e01049 is "defected". It delivered around 15% errors. Tested sample at hosp prior to sending out any of the total parenteral nutrition. The sample result must be within the 5% range; therefore, hosp changed to new set with a different lot #. The result of the new set was 2% off.